Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. No moisture damage was noted on the electronics assembly. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted from the tubing. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The insulin pump will be returned for analysis.